Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking compression plate broke post-operatively at a screw hole in a veterinary case. The plate was originally implanted on (B)(6) 2015 and was explanted, due to breakage, on (B)(6) 2015. No reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: a manufacturing investigation was performed for the subject device, locking compression plate (lcp plate). The lcp plate was analyzed for conformance to print specifications as well and the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings it was concluded that the cause of failure is not due to any manufacturing non-conformances. It is possible that the implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the animal may have played a certain role, too. The cross section of the broken surface shows no irregularities. Further investigation of fracture surface showed that the two plate fragments had rubbed against each other causing slight destruction of the fracture surfaces (abraded and shiny areas). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case. No patient information will be reported. Date of post-operative plate break is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is a veterinary product and is not assigned a 510k number. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.